Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Healthcare care professional reported that the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.